Event description:
Our rep is reporting that during an arthroscopic shoulder repair a portion of the distal tip of a helix inserter break off. This fragment was easily retrieved from the joint space without problems. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.